Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tip of the needle break off during the index neuro procedure? Or did the tip of the needle break off when the patient was brought back for ind (incision and drainage procedure)? -needle broke off during the original neuro procedure. If the needle tip broke during the ind procedure, was the needle tip removed during the ind procedure? Tip was found during I&d procedure and removed. Date of the ind procedure unknown. The patient demographic info: age, gender, weight, bmi at the time of index procedure - unknown and name of index surgical procedure - unknown. What instruments were used to grasp the needle? Unknown. Where was the needle grasped during use? Unknown. Product code and lot # - unknown. If applicable, will product be returned, return date, tracking information- no. Hospital disposed of product. What is physician¿s opinion as to the etiology of or contributing factors to this event- unknown. What is the patient current status? Unknown. Post op after the incision and drainage procedure the patient was brought back because of an infection. The surgeon was not sure of the cause.

Event description:
It was reported that the patient underwent an unknown neurological procedure on an unknown date and suture was used. During the procedure, the tip of the needle broke off. When the patient was brought back for ind (incision and drainage procedure) on an unknown date, the tip floated to the top when they irrigated and removed the tip. The patient¿s current status is unknown. Post-op after the incision and drainage procedure the patient was brought back because of an infection. The surgeon was not sure of the cause. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/09/2019. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the results of the cultures? Were antibiotics prescribed? Wat is the current status of the patient? The following additional information was obtained: after a neuro operation a patient returned for an I&d procedure because they had an infection and during that I&d procedure they found a needle tip that floated to the top when they irrigated and they removed it. They did not report any further complications relating to the situation/procedure.